Event description:
It was reported that the patient experienced elevated blood glucose levels after an unspecified duration of pod wear. Blood glucose levels were reported to have increased to above 400 mg/dl, with blood glucose displayed as ¿high¿ in the omnipod system and did not decrease despite correction bolus doses. The patient was reported to have been physically active in a handball game, and the following day experienced multiple episodes of vomiting that lasted approximately two days. The patient reported feeling unwell, with symptoms including inability to walk or talk, face swelling, and dehydration, and was reported to be unable to replace the pod by himself, prompting him to seek medical attention. On (B)(6) 2026, the patient was transported to an urgent care facility by ambulance, and he was subsequently admitted to the intensive care unit. The patient did not report a specific diagnosis. Treatment during hospitalization included insulin, metoprolol, eliquis, and an unspecified medication for stomach acid. The patient remained hospitalized for approximately six days and was discharged on (B)(6) 2026. The pod involved was removed and discarded at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.